Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient had high impedance on diagnostics and the vns device was disabled. The patient also reported having pain in her jaw during stimulation. It was unknown when last acceptable diagnostics were performed as the patient is new to the physician. It was noted that the patient did fall last year and also was involved an auto accident in (B)(6) 2010. X-rays were taken and sent to the manufacturer for review. Upon review, no obvious anomalies were noted with the device, however, there was a suspect area where the lead passes over the left clavicle. The lead was also twisted in a manner not normally seen. Revision surgery is likely, but has not occurred to date.